Event description:
A patient reported leg and groin pain four days after completion of laser ablation of the great saphenous vein. Ultrasound examination of the patient revealed thrombus present, which extended from the great saphenous vein into the left common femoral vein. Also, the patient has associated thrombophlebitis in the left leg. The patient underwent surgery to remove the thrombus, and a high ligation of the left great saphenous vein was performed at the same time. No add'l complications were reported. The relationship of this deep-vein thrombosis to the endovenous laser treatment has not been established.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, or that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.